Event description:
The patient was leaking clear fluid from the right lateral side of the pump; it was noted that there was an incision scar near the area. The patient had no return of symptoms, but the patient was on a fentanyl patch for pain control. It was later reported that the patient had a csf leak, edema, fever, and the pump eroded through the abdominal wall. The pump and catheter were explanted. The patient was discharged to home on antibiotics for any related infectious process. The patient recovered without sequela. It was thought that the device system was used to deliver fentanyl.